Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that perforation was noted ten years and five months post implantation. The patient also reports to be suffering daily fear. According to the medical records, the patient¿s diagnosis prior to the implantation procedure were recurrent deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was successfully implanted during the index procedure. A review of the manufacturing documentation associated with this lot (r0705118) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
According to the information received in the redacted-amended patient profile form (ppf), the patient additionally reports that the filter is deformed and compressed with broken side struts, becoming aware of these events approximately eleven years after the filter implantation. The patient also reports requiring constant medical monitoring.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for the implant was recurrent pulmonary embolus (pe) and deep vein thrombosis (dvt). According to the medical records the filter was successfully implanted during the index procedure. It was reported that the filter subsequently malfunctioned and caused perforation of the ivc with struts abutting the aortic wall, the duodenum, the l3-4 interspace, and the l4 vertebral body. Additional information contained in the patient profile form indicated that perforation was noted ten years and five months post implant. The patient also experienced anxiety related to the filter. The patient subsequently reported becoming aware of the filter being deformed and compressed with broken side struts, approximately eleven years post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the reported compressed deformed condition of the filter is a component of the filter fracture. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The device¿s expiration date is june 2008. It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for the implant was recurrent pulmonary embolus (pe) and deep vein thrombosis (dvt). According to the medical records the filter was successfully implanted during the index procedure. It was reported that the filter subsequently malfunctioned and caused injury and damages to the patient including but not limited to, perforation of the ivc with struts abutting the aortic wall, the duodenum, the l3-4 interspace, and the l4 vertebral body. As a direct and proximal result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information contained in the patient profile form indicated that perforation was noted ten years and five months post implantation, it was not reported how the perforation was identified. The patient also reports to be suffering daily fear. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant imaging available for review the reported perforation could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that the event date is unknown and that the date used is the awareness date for the file.   As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff including but not limited to, perforation of her ivc with struts abutting the aortic wall, the duodenum, the l3-4 interspace, and the l4 vertebral body. As a direct and proximal result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.   The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available.   The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter.  Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall.  As per the instructions for use (IFU), possible procedure complications include, but are not limited to, the following: perforation of the vessel wall. Also as per the IFU, possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, and filter perforation of the vena cava wall. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff including but not limited to, perforation of her ivc with struts abutting the aortic wall, the duodenum, the l3-4 interspace, and the l4 vertebral body. As a direct and proximal result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.